Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient states the controller didn't seem to be charging right. Patient states the representative said the battery in the back of the controller was bad. Agent asked when this started and patient states as soon as they got the device it didn't want to charge. Patient stated sometimes at night they sit for 3-4 hours and never could get it to charge and it kept going off and beeping saying it needed to be readjusted and they would need to move and all that stuff. Pt states only charged to 40%. Pt confirmed the issue was with charging the ins and not the controller. Patient did not have equipment with him to troubleshoot. The issue was not resolved through troubleshooting. The patient was redirected to call back to troubleshoot.

Event description:
Additional information was received from patient. Pt said that the paddle in the belt would not seem to connect with their implant and kept saying could not find the battery. Pt said it was taking 4-5 hours to charge. It would keep you busy to keep trying for it. Pt said that they did meet their rep and rep asked to try a new paddle and it worked great. Pt also said that it would now only take an hour approximately to charge up. Pt said that it resolved their issue and it helped their back greatly.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that the cause that led to the difficulty in charging, was the recharger paddle not working proper. The new replacement recharger is working fine and the issue has been resolved.

Event description:
Additional information was received from patient. Pt called back in with equipment and stated that the rep suggested li battery was possibly bad or pt have the recharger (rtm) cord replaced due to recharging issues. Patient services (pss) reviewed that the rtm will be replaced but if that does not resolve the issue he will need to have the ins position checked as the root cause to charging issues before any further equipment is sent. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.